Manufacturer narrative:
Findings: unit passed self test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime/test, off no power test and excessive no delivery test. Unit received with high idle current due to faulty lcd driver on lcd board. No crushed battery tube spring noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer states that the springs in the battery compartment were crushed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.